Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported event. The panel board assembly was replaced to resolve the reported issue.

Event description:
A report was received stating the ventilator low pressure alarm and tidal volume settings disappeared from the device's display during patient use. Though the device continued to cycle, the patient was placed on an alternate ventilator without any reported harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The panel board assembly (pba) was returned for evaluation. It was installed into a test ventilator, and powered without issues. It was allowed to ventilate for one day, with no errors or alerts displayed by the unit. The alarms were triggered by manipulating the breathing circuit, but the display exhibited all lines and functions. The customer reported malfunction was not verified, as it was found to function as intended.